Event description:
It was reported that the pt was being re-implanted after being explanted when the pt had brain surgery. The pt was still having seizures following the surgery so the pt's family decided to be reimplanted. Clinic notes were later received indicating that the pt had previously experienced an increase in seizures that coincided with the timing of the beginning of vns therapy however in a note dated (B)(6) 2005 that mentions that "it is unlikely that the vagal nerve stimulator is exacerbating [the pt's] epilepsy." They disabled the vns at that time to rule it out as a possible contributing factor to the worsened seizures but later notes state that since the vns was disabled, the pt's epilepsy "seems easier to control." It is noted on an implant card received that the vns lead and generator were explanted in (B)(6) 2008 due to brain surgery and the pt now has been implanted with a new system as of (B)(6) 2011. Attempts for further info are in progress.